Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects (white foreign material) in the air-water tube and cylinder, corrosion on the light guide lens, and dirt on the scope connector cover (sc cover) unit, shield cover, and plug unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the corrosion observed on the light guide lens was due to a component failure. However, the cause of the foreign objects (white foreign material) found in the air-water tube and cylinder, as well as the dirt observed on the scope connector cover (sc cover) unit, shield cover, and plug unit, could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.